Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Manufacturer report number 3006705815-2019-03791. It was reported that patient lost therapy due to lead migration. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg leads were explanted and replaced. Effective therapy was restored after procedure.